Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the battery pocket would cause discomfort and it felt like it was getting hot when the implantable neurostimulator (ins) was on . It would go away when the ins was off. Impedances had been checked and everything was fine. They did not have any out of range results but do not recall the value range. Additional information received reported that no interventions were taken and the patient was receiving good therapy. It was noted the patient was going to coming back in for a follow-up appointment soon.